Event description:
It was reported, the patient was involved in a motor vehicle accident after which time she was unable to establish communication between her scs ipg and external devices. An sjm representative met with the patient and confirmed that communication could not be established. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place at which time the patient's entire scs system was explanted.